Manufacturer narrative:
(B)(4). Batch # na. Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the following: doesn't clip properly. The analysis results found that the el314 device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, the client notifies that the liga clip doesn't form or clipped correctly. Unknown how case was completed. There were no adverse consequences for the patient. Two devices will be returned. (B)(4).